Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease flat, wear abrasion, brown particles inner the shell, and an opening on anterior. Leak test and microscopic analysis were performed which identified a sharp opening, delamination (<75% partial separation), and non-penetrating nicks. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening on plug strap bond edge assessed as an unidentified (tear) opening, and partial delamination of the valve assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device has been explanted.